Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with (B)(6) units of insulin during the load sequence with multiple cartridges. Reportedly, the customer reverted to manual injections for insulin therapy. There was no reported adverse impact on customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.